Manufacturer narrative:
(B)(4).

Event description:
Customer reported device was leaking "at the level of the connector" during use. Another device was used to provide humidification for the patient. It was reported there was a waste of time, but no patient harm or consequence occurred.

Event description:
Customer reported device was leaking "at the level of the connector" during use. Another device was used to provide humidification for the patient. It was reported there was a waste of time, but no patient harm or consequence occurred.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. In device history record review of the reported 003-40f lot 19b531, manufacturing event logs included an instance of a vacuum problem. Process parameters were within specification. In-process qa inspections showed one nonconformance that had no impact on the quality issue reported. In device history record review of adaptor lot 02h19 packaged with lot 19b531: process parameters were within specification; in-process qa inspections were acceptable; and post-sterility and package integrity tests were acceptable. The manufacturing event log for adaptor lot 02h19 includes "jap up snap cap (3x)" corrected by "cleared, restart". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.